Manufacturer narrative:
Prodigy made multiple attempts to contact pt for return of suspect product(s), only to no avail. Item not returned so eval could not be performed.

Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 in the early morning. It was reported that the pt used his prodigy meter before eating in the morning and received a reading of 26mg/dl. Pt was very weak and dizzy. Medics were called and arrived 5 minutes after pt received the low reading. Their meter read in the 300's. Pt was transported to the hospital and administered insulin. Doctors advised pt to up his glucophage and testing habit from once to twice a day. Prodigy sent replacement along with prepaid envelope and requested return of suspect product(s).